Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: a review of the black box showed no evidence of a battery life issue. The battery voltages in the black box were within normal specifications. No damage was found to the battery compartment or to the returned battery cap. No moisture/corrosion was found in the battery compartment. The returned battery cap was able to fully tighten to the pump and power it on. The current draws were measured within specifications. The battery life issue was not duplicated during the investigation. The pump cover was removed to find no intermittent conditions or moisture damage. The battery life complaint was unable to be duplicated during investigation.